Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation. During use of the 2.8x16 mm graftmaster covered stent, a guide wire failed to cross the guide wire exit port. A balloon was used to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.